Manufacturer narrative:
The company representative observed that the iabp console was not fully inserted in the cart. The operating instructions manual recommends the following: "grab the handle and slowly slide the pump console into the hospital cart until it locks into place. You will hear an audible click noise once the console is locking into the hospital cart." The instructions were reviewed with the customer and he was satisfied with the solution.

Event description:
The customer reported that while the iabp was in use on a patient, the ac power was not working. The patient was switched to another iabp and therapy was continued. No patient injury was reported.